Manufacturer narrative:
Product complaint (B)(4). Batch # r5a36z. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with a gst45b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a gallbladder a pse45a was loaded with gst45b, but would not re-open after it was closed. It was never put inside patient or used. There were no patient consequences reported.